Event description:
Caller reported a malfunction on the pump, identified by a code that was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump, assisted the caller with the reset, and the malfunction code did not recur after resetting. Customer was advised to call back if any issues reoccurred, which the caller understood.